Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received seven inappropriate treatments. The device was started up at 11:22:13 on (B)(6) 2026. At 12:17:43, an arrhythmia was detected. ECG shows svt/af with rvr @ 180 bpm with pvcs. At 12:18:44, the patient received the first inappropriate treatment. Svt, af with rvr and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was svt/af with rvr @ 180 bpm with pvcs. Post shock rhythm was sinus tachycardia @110 bpm with pvcs. At 23:56:10, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 23:57:38, the patient received the second inappropriate treatment. Svt, af with rvr and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 200 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @110 bpm with pvcs. At 08:00:50 on (B)(6) 2026, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. At 08:01:22, the patient received the third inappropriate treatment. Svt, af with rvr and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 90 bpm with bbb and low amplitude cardiac signal on the ss channel. Post shock rhythm was sinus tachycardia @ 100 bpm with bbb and low amplitude cardiac signal on the ss channel. At 08:02:14, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with bbb and low amplitude cardiac signal on the ss channel. Between 08:03:37 and 08:10:58, the patient received four inappropriate treatments. Svt, af with rvr and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with bbb and low amplitude cardiac signal on the ss channel. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs, bbb and low amplitude cardiac signal on the ss channel the electrode belt was disconnected at 08:29:47 on (B)(6) 2026.